Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of image difficulty. There was no image and no endoscope data transmission to the video processor. The cause of this phenomena was determined to be due to fluid invasion in the endoscope connector (s-connector). The device was aerated overnight and retested, and the unit was found to operate appropriately. Upon further examination, corrosion was located in the endoscope connector, electrical connector, and on the flexible printed circuit (fpc) terminals, which appears to be due to extensive fluid invasion of this device. The cause of fluid invasion was most likely caused by user error and not device malfunction as the device passed the leak test that was performed upon receipt of the device. The device was serviced and returned to the customer.

Event description:
The user facility reported that early into a diagnostic colonoscopy, the video image went completely black, and could not be recovered. The procedure was completed with a different, but similar device. Clinicians at the facility stated there was no patient injury associated with this event.